Manufacturer narrative:
It has been identified that MFR report#: 2031642-2021-03865 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04354 has been identified to be a duplicate and should be nulled.

Manufacturer narrative:
Date of report: 19jul2021.

Event description:
The customer called into technical support (ts) reporting that the device failed while it was on a patient. No further information could be provided. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Per the respiratory manager, there was no adverse reaction from the patient involved. There was no delay to therapy nor medical intervention provided, only that the device was swapped out for another device immediately with no issues. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirmed reported problem. The customer reached out to the respiratory manager for additional information and no further information could be provided. The customer was unable to duplicate the problem, so no parts replaced and nothing to be repaired. The device passed required performance verification tests per philips standards and was put back into service.